Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there is a leak at the level of the catheter. Nothing can be seen just looking with the eyes. The catheter was removed and a new one inserted. There was no patient injury.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted an investigation. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that there is a leak at the level of the catheter. Nothing can be seen just looking with the eyes. The catheter was removed and a new one inserted. There was no patient injury.